Manufacturer narrative:
The insulin pump had an intermittent due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that the insulin pump was stuck on the main menu. No significant events leading to the keypad issues were observed. The customer later noted that she had low blood glucose levels, which she treated with glucose tablets. The blood glucose reading was 130 mg/dl, and the sensor glucose reading was 63 mg/dl. Advised replacement of the insulin pump. Nothing further reported.